Event description:
Patient was involved in a motorcycle accident in the summer of 2010. As a result he required open-reduction, internal fixation (orif) of the right tibia with the application of an external fixator expanding to the right ankle. In late winter of 2010, during an office visit with the orthopedic surgeon, patient was advised that radiographs showed the "interfrag screws to be broken." The screws were removed several days after. The surgery report indicates a plate and screws were placed to secure the tibia.